Event description:
A surgeon reports that a pt developed endophthalmitis four days following intraocular lens (iol) implant. The pt has been treated with intraocular antibiotic injections. The relationship between this event and the iol is not known.